Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported mitral valve insufficiency/ regurgitation (unchanged mr) associated with mr returning to baseline appears to be due to the anterior leaflet damage. The reported unspecified tissue injury (no treatment) associated with the anterior leaflet damage appear to be due to the loss of capture. The cause of the reported positioning failure (leaflet capture - clip not implanted) associated with the loss of leaflet capture could not be determined. The reported image resolution poor was associated with difficult visualization. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Na

Event description:
This is filed to report a tissue injury. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4 with a restricted and short posterior leaflet. There was some shadowing, causing some difficulty visualizing the clip. First clip was implanted a3/p3 lateral with no reported issue reducing mr to grade 3. Another clip was advanced to the mitral valve. It was noted that loss of leaflet capture was noted once. During multiple grasping attempts a2/p2, it was noted that the anterior leaflet was damaged. It was decided to remove the clip. Mr remained at grade 3-4. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported mitral valve insufficiency/ regurgitation (unchanged mr) associated with mr returning to baseline appears to be due to the anterior leaflet damage. The reported unspecified tissue injury (no treatment) associated with the anterior leaflet damage appear to be due to the loss of capture. The cause of the reported positioning failure (leaflet capture - clip not implanted) associated with the loss of leaflet capture could not be determined. The reported image resolution poor was associated with difficult visualization. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.